Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during an intervention, it was decided to use a ml vision stent delivery system (sds). When preparing the device for use, it was noted that there was no stent crimped on the balloon. Another ml vision sds was used with no complications and the procedure was completed. This is being filed based on the analysis of the returned sds which revealed that there were crimp marks on the balloon between the markers. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the device revealed that the catheter was returned with blood on the balloon and shaft and in the guide wire lumen. There was contrast in the balloon and inflation lumen and on the balloon shaft. The stent was not returned with the catheter. The balloon was partially filled with contrast. There were crimp marks on the balloon between the markers. No damage to the catheter was noted. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that there was no stent crimped on the balloon. Quality assurance technician analysis confirmed that the stent was not on the balloon when received and was not returned; however, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The presence of contrast in the inflation lumen and balloon suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose, facilitating stent dislodgement during removal of the protective sheath. The protective sheath was not returned for analysis which may have aided in the investigation. No conclusive root cause can be determined; however, there does not appear to be a product quality problem. Product performance engineering will trend and monitor the experience circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.